Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. The reported patient effects of tissue damage, foreign body in patient, hemorrhage, arrhythmia, thrombosis, and pericardial effusion are due to procedural circumstance/ operational context. The reported patient effects of tissue damage, foreign body in patient, hemorrhage, arrhythmia, thrombosis, and pericardial effusion as listed in the mitraclip system instructions for use (IFU), are known possible complication associated with mitraclip procedures. Additionally, surgical procedure, additional therapy/non-surgical treatment and hospitalization are a result of case specific circumstances as documented within the research article. There is no indication of product issue with respect to manufacture, design or labeling. Literature attachment. Article title ¿initial french experience of percutaneous mitral valve repair with the mitraclip: a multicentre national registry¿na

Event description:
This is being filed to report the adverse patient effects. It was reported through a research article identifying mitraclip that may be related to surgical intervention, hospitalization, tissue damage, foreign body, additional therapy/non-surgical treatment, deep venous thrombosis, bleeding at puncture site, atrial arrhythmia, acute febrile respiratory illness, tamponade treated by percutaneous drainage. Specific patient information is documented as unknown. Details are listed in the article: initial french experience of percutaneous mitral valve repair with the mitraclip: a multicentre national registry. No additional information was provided.